Event description:
It was reported that in lateral uka , could not correct varus without a huge 5 mm gap. Patient went from 12 degree varus to 15 degree varus.

Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for investigation. DHR review found that the software version 5.2.05 has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for implant planning and gap planning. We could confirm there was a relationship established between the reported event and the device. Review of the log files and case screenshots confirmed that in the planning phase, there was a 5mm gap using an 8 mm poly. This would have had a 15-degree varus. The gap could have been corrected by using a thicker poly. The possibility also exists that the patient anatomy may have contributed to the difficulty of correcting the gap, however this cannot be conclusively determined.